Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead oversensed the patient's atrial flutter, resulting in episodes of pacing inhibition of up to three seconds long. Technical services reviewed the available data and recommended x-rays to evaluate the position of the lead. However, the physician wanted to minimize the patient's exposure to the hospital setting at this time and reprogrammed rv sensitivity to avoid seeing the atrial flutter. Technical services discussed the risk of undersensing true ventricular fibrillation (vf) and recommended new defibrillation threshold (dft) testing. At this time, the patient will be monitored in the remote monitoring system with no further investigation or intervention. This device and lead system remain in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.